Manufacturer narrative:
This indicator lamp indicates when one of two fully redundant systems has been activated. It does not control any function of the console. There were no reports of this type of failure mode during the clinical investigation or since the device was approved on 10/15/2004. This failure mode poses no risk to the pt because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and will be monitored to determine if the failure mode exhibits an upward trend.

Event description:
This console was not on a pt. Complainant stated that "primary air activated" lamp does not illuminate when wall air disconnected.